Event description:
N/a

Manufacturer narrative:
Unit has been retired. This unit was part of a trade in purchase. No repairs were done on the unit has been pulled out of service.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit has a power error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.